Manufacturer narrative:
Section d10 : device available for evaluation : yes, returned to manufacturer on 14th january 2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the product was received by manufacturing site on the 14th of january 2020. The complaint sample consisted of the activated cylinder (containing approximately 0.2 ml of expellable solution), the plunger rod (attached at the backside of the rubber plunger), the cylinder holder and the cannula, which was mounted onto the front end (cannula mount) of the holder. The assembled syringe was placed into a plastic bag. A cannula guard was not received but was added to the cannula at the time of this investigation. Based upon the visual inspection of the returned complaint sample, the customer¿s observation of a ¿blue string¿, or similar, has not been confirmed as originating from the healon pro solution or components and therefore a product defect has not been confirmed. No probable cause for the customer¿s report has been determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to lot number #ue31547 was performed in the complaint system on jan 30, 2020. One similar complaint has previously been reported on this batch. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). If implanted; give date: the viscoelastic, healon pro is not an implantable device. If explanted; give date: the viscoelastic, healon pro is not an implantable device. Therefore, not explanted. Additional concomitant product - healon gv pro lot# ue31467. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after preparation during a cataract surgery, surgeon discovered a little blue string, which was removed with irrigation and aspiration. Reportedly that the foreign material came from the viscoelastic (ovd) healon pro. No patient injury reported. No further information provided.